Manufacturer narrative:
(B)(4). Sample availability and lot information are unknown at this time. Should any additional information become available, a follow-up report will be submitted.

Event description:
A home patient (hp) contacted baxter's technical service center regarding a check patient line alarm which occurred on the home choice (hc) during use. The hp stated that she did not open the patient line during the prime and hc was in the initial drain cycle. The hp stated the patient line was filled with air. The technical service representative (tsr) assisted the hp to end therapy. The hp confirmed to restart setup with all new supplies. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a check patient line alarm with air in the line that occurred during initial drain. The report was not confirmed due to a lack of sample. The lot number is unknown; therefore, a batch review was not performed. Based on the information obtained during baxter's investigation, this incident was determined to be due to air being sucked into the disposable due to a closed clamp. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.